Event description:
A physician reported a pt who was treated on 2/25/1999 in upper and lower vermilion borders. No sudden blanching was noticed at time of procedure. Minimal bruising was noticed after treatment from bottom of nose to right upper vermilion border. Two hrs later, upper right treated area was blue. Pt noted pain throughout night with difficulty sleeping and eating. By evening of 2/26/1999, there was a "blue area" above upper right upper vermilion border with continued pain, and appearance of "raw areas" on inner (mucosal) side of upper right vermilion and gum. Pt denied symptoms at other treated sites. On 2/27/1999, physician prescribed zithromax, which pt did not take. On 3/1/1999, pt complained of nausea. On 3/2/1999, pt reported swelling, slight numbness, and pain from right eye to right side of throat. A large crust had formed on inner side of right upper vermilion area. Physician prescribed darvocet, zithromax, and augmentin. On 3/3/1999, a consulting physician noted an infection (abscess/cellulitis) at right upper vermilion border treatment site. Pt was admitted to hosp, and intravenous unasyn (ampicillin) was administered. Physician believed that symptoms were related to infection; subsequent to an asymptomatic infection in remaining right upper vermilion border softform implant which was possibly exacerbated by administration of collagen treatment. On 3/4/1999, consulting physician surgically removed both upper softform implants. Symptoms improved, and pt was discharged on 3/5/1999. On 4/28/1999, right upper vermilion appeared less full than left upper. Physician believed complete healing would occur with time.